Event description:
The seam allegedly split down the side and back of the shower chair. No injury alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol (B)(4) determined this is an MDR.